Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Date of event is estimated. Date of explant is unknown.

Event description:
Related manufacturer report number: 1627487-2020-48179. It was reported the patient experienced ineffective therapy. In turn, the patient's ipg was explanted and the lead was clipped and remained implanted. Date of explant is unknown.